Manufacturer narrative:
Terumo has received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system. Upon further investigation of the reported event, the following information is new and/or changed: (indication that this is a 2nd follow-up report), (date received by manufacturer), (follow-up due to additional information), (B)(4). The actual sample was visually inspected upon receipt, during which no anomalies such as cracks or crazing were found. A review of the device history record revealed no anomalies. The sample was setup on a sarns drive motor and built into a circuit of saline solution. The rpm was set to 3500 rpm with a back pressure of 660 mmhg. The pump did not leak during the test. Eight more retention samples from the same product code were visually inspected and no anomalies were noted. The part was subjected to a 100% in process leak test prior to packaging. A definitive root cause could not be determined and the complaint was not confirmed.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on 05/14/2015. A second follow-up will be submitted upon completion of the investigation and/or submission of new information. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
The user facility reported to terumo cardiovascular systems corp. That the prior to cardiopulmonary bypass, during prime, the centrifugal pump head leaked. No pt involvement as this occurred during prime. Product was changed out. Surgery was completed successfully without delay.